Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral anterograde approach. The chronic totally occluded stenosed target lesion was located in a severely calcified and severely tortuous right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es catheter balloon was advanced to dilate the lesion. Upon first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed using a 1.5mm×15mm coyote es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).